Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an out of regulation (oor) message was displayed and the patient noted an increase in dyskinesia. It is unknown if the dyskinesia was due to the patient decreasing the voltage or another reason; the hcp thinks the dyskinesia looks the same as the patient has had issues with it in the past. It is unknown what the patient was doing when the oor occurred but since the last clinician programmer 8840 interrogation, the patient has briefly changed to another group on both sides before turning it back to the original groups. It was noted that the patient can change to have the same electrodes programmed but they have slightly different pw or amplitudes. The patient also used their patient programmer to change the voltage on the left implantable neurostimulator (ins) from 1.2v to 0.9v; it was unknown when this change was made. The patient does not know if multiple interrogations were made, back-to-back with the patient programmer since this occurred about a month ago. An impedance measurement was performed and resulted in high impedances with all pairs involving #3; the hcp knew about the high impedances prior to this report and programmed around them. An 8840 was used to re-interrogate the ins, and diary use had gone to 0% and there was no oor warning. A different 8840 was used and there was still no oor but it was noted that the diary indicated 100%. The patient programmer was used again and no oor message was seen. Additional information has been requested regarding cause and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the out of regulation message and high impedances was not determined, but the oor message and dyskinesia had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.